Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 500 mg/dl. Customer changed out their infusion set and their site which resulted in lower blood glucose levels. Customer was later contacted and they advised that they accidentally pulled the tubing from their site due to being caught onto something on patient's boat. Customer advised they have no further issues and their blood glucose level went down to 149 mg/dl.